Event description:
It was reported that during a medical procedure, when the subject coil was inserted into the microcatheter it got detached prematurely within the catheter. The subject coil was removed along with the catheter. The physician replaced it with a different coil, and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added, h4 manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. Friction was noted while the coil was advancing the introducer sheath. When an attempt was made to retrieve the catheter due to resistance at the tip of the microcatheter, the coil prematurely detached at the proximal end of the microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a medical procedure, when the subject coil was inserted into the microcatheter it got detached prematurely within the catheter. The subject coil was removed along with the catheter. The physician replaced it with a different coil, and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.